Event description:
Anesthesiologist was performing a spinal procedure. Inserted the needle and removed the stylet. Noticed that the stylet looked short. Removed the needle and took an x-ray. The bottom half of stylet was left in the patient's back. Had to use a needle locator to remove stylet. Patient was rescheduled for surgery the next day.